Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. The access port connector associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the implant date provided the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weigh regain have been reported after gastric restriction procedures." Device labeling addresses the possible outcome of an unbuckled band as follows: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation."

Event description:
A report was received from the FDA regarding a report that when a lap-band device was being removed because the patient was not able to swallow, the buckle came off the band. The health professional confirmed the event, but provided limited information due to their policy on patient privacy.